Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an out of box failure upon initial use and short circuited. The customer provided the procedure was fallopian tube surgery and was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had an out of box failure upon initial use and short circuited. The customer provided the procedure was fallopian tube surgery and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d4 (lot # and UDI #), h2, h4, h6 and h11 for updates. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint was not established. A device history record - DHR was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.